Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of the doctor using the autonome lens noticed 3 intraocular lens (iol) distortions lines across the iol. This lens was implanted. Additional information has been received an observation of the surgeon as he was switching over to autonome. He was noticing distortion or reflection across lens as he was in irrigation and aspiration. The surgeon said he did not notice this before starting to use autonome. The lenses remained implanted. No patient impact. No visual issues. Only noticed as lens was being placed in eye. This report is associated with multiple complaints. This file is 1 of 3.

Manufacturer narrative:
Additional information was added in e.1. And h.11. The product was not returned for analysis. Only photo and video were returned. Provided photo shows an implanted intraocular lens (iol) on a monitor screen. There are some light reflections visible over the iol optic. Due to the quality of the photo, the reported complaint could not be confirmed. Returned video shows an implanted iol on a monitor screen. The iol is manipulated with a surgical tool to show a cloudy/scratched appearance on the iol. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).